Event description:
It was reported that this rv lead was revised and was off-label repositioned to the lv port due to an unspecified product performance issue. Reportedly, this rv lead failed while the dependent patient was driving. This rv remains in service in the lv port and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).